Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged of the I blade. No intermittent activation was noted. It is possible that while the blade was breaking, it could have caused an activation issue. Because the instrument was received with the blade damaged this was not confirmed during our testing. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. It could not be determined what may have caused the activation issues.

Event description:
It was reported that during a cystectomy procedure, the first device had stopped activating energy. The surgeon stated the blade came off track and the jaw could not completely close. The second device had an issue with the energy being delivered; it was intermittently activating. The case was closed with a third device of the same product code. No patient consequences were reported. Two devices will be returned.